Manufacturer narrative:
No sample or lot number information was provided for evaluation and no indication was given that the product failed to perform its intended function. The lot number is unk; no device history review can be performed. Infection is a well known potential complication of this type of procedure. The product insert which accompanies each device states in chapter adverse events that complications associated with the proper implantation of the urethral support system may include, but are not limited to: transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. Baseline report previously provided.

Event description:
It was reported that 6 months following a pubovaginal sling procedure, the pt experienced a urinary tract infection. Upon examination, the doctor noted a small piece of mesh and trimmed the mesh back flush with the bladder wall. The pt returned to the doctor's office again with a urinary tract infection and upon examination, the doctor noted more exposed material and granuloma formation. Additional information has been requested, but not yet received.